Manufacturer narrative:
Manufacturing date -- june 25, 2016 ¿ june 27, 2016. (B)(6). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted fluid inside the bag that contained the unit. The cause of the fluid inside the bag was identified as an untightened red luer cap. The red luer cap is not a baxter product; the customer did not use the device¿s original blue winged cap. A functional leak test was performed with the red cap and the correct blue cap with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor was leaking after preparation with a fill volume of 48ml of a solution of 1000 mg of fluorouracil and 0.9% sodium chloride. There was no patient involvement. No additional information is available.